Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console shutdown during patient treatment. The hand crank was immediately used by the customer and the patient was transferred to another hospital. No harm to any person has been reported. Due to the reported shut down a report is required. A getinge field service technician was on site for investigation and after unplugging the power board and the battery fuse, the device was working as intended. No parts have been replaced. The device was handed over to customer in working conditions. The reported failure could not be confirmed; therefore, the exact root cause could not be determined. However, the reported failure "shut down" can be linked to the following most possible root causes according to the current rotaflow risk management file: pump stop intervention after technical error (e.g. Pump runaway, error head) wrong intervention limits, unintended rpm change by user. The device history record (DHR) of the rotaflow console for which a customer complaint was received, was reviewed on 2025-03-10. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The rotaflow console was produced in 2023-05-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (B)(4), primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the rotaflow console shutdown during patient treatment. ECMO was used because of arrhythmia. No more information provided. More information requested but still pending. No harm to any person has been reported. Due to the reported shut down a report is required. Complaint ID: (B)(4).